Event description:
It was reported that, "l3-l4 screw case no interbody. Post-op she did great until the screw broke. She is not revised yet. Having major back pain some leg pain."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.